Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) had the customer log in an attempt to recover the drawer; however, the drawer clicked and would not open. The fse opened the back of the machine and used the manual release while holding the door forward. The drawer only extended halfway, at which point it was identified that the rail was broken. The fse proceeded to the depot, obtained a replacement drawer, returned to the site, and installed the new drawer with all cubies. The drawer was then configured in the application. The customer logged in and inventoried the medications within the drawer, after which the fse tested the drawer and confirmed proper operation. The fse ran the hardware test application on the drawer, during which an issue was identified. The station was rebooted, but it was slow during authentication, requiring a second reboot. After the second reboot, the station connected successfully and passed the hardware test application. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station had a failed drawer that only clicked and did not open, and the drawer could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.